Manufacturer narrative:
Tw # (B)(4) updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/16/2025. An investigation was conducted on 07/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. The harvesting device tip was observed to be slightly bent. The black shaft closest to the base of the jaws was observed to be peeled, exposing the inner contents of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. No final testing was conducted due to the bent and peeled shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed, however, the analyzed failures "material twisted/ bent shaft" and "peeled; delaminated; shaft" were observed. The lot # 3000471818 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Initially they did a radial harvest with no issues, then moved to the vein harvest and the cautery stopped working after the second branch was cauterized. They opened another kit and it worked fine. No harm was done to the vein , no tunnel bleeding and patient did fine during the operation. The generator was at 3.0. They didn't feel that it "timed out" either. They don't think it was the cord either as the new kit worked just fine. Delay, 5-7 minutes.